Event description:
The resolution wire kit used to try to thrombolyse the arterial side of an upper arm av graft. The angle at the arterial anastomosis was severe and the device was placed at this tight angle for approximately 1 minute. When the device was retracted, it was noticed that the tantulum tip was not moving and it was realized the tip had broken off. A wire segment approximately 2 cm was lodged in the graft. Using a combination of fogarty balloon and micro-snare device the segment was retrieved. There were no complications to the patient reported by the physician.